Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The mini trek rx referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion [cto] lesion in the mildly calcified left anterior descending coronary artery. A versaturn guide wire was used to switch out a non-abbott cto guide wire after crossing the lesion through a micro-catheter. Pre-dilatation was performed with a small non-abbott balloon catheter. The 2.0x15 mm mini-trek was loaded on to the versaturn guide wire, but a lot of resistance was met during loading. Resistance was met during removal of the mini trek from the versaturn guide wire; therefore, the mini trek and the versaturn guide wire were removed together as a unit. Outside the anatomy, the mini trek was able to be removed from the versaturn. A new guide wire was used with a non-abbott balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.